Manufacturer narrative:
The initial MDR was inadvertently filed as a malfunction, however it should've been a serious injury.

Event description:
A surgeon was performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the case, when removing the bone pins, it was noticed that one of the pins sheared off in the tibia.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performed a partial knee arthroplasty using the robotic arm interactive orthopedic system (rio). At the end of the case, when removing the bone pins, it was noticed that one of the pins sheared off in the tibia.